Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included overweight, grand multiparity, cholestasis of pregnancy (cholestasis of pregnancy 3rd and 4th pregnancy), perineal pain and paratubal cyst. Concomitant products included amoxicillin, antibiotics, fluconazole, ibuprofen and phenazopyridine hydrochloride (pyridium). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia/ heavy bleeding/ abnormal (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti,"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), genital haemorrhage ("general abnormal bleed"), intermenstrual bleeding ("metrorrhagia"), iron deficiency anaemia ("anemia"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and infection ("infection"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (essure removed). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding and infection had resolved and the dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, genital haemorrhage, intermenstrual bleeding, vaginal haemorrhage, iron deficiency anaemia, vaginal infection, fatigue, weight increased, alopecia, female sexual dysfunction, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, infection, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events dysmenorrhea , pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, general abnormal bleed. Current weight 169lbs. The insert was placed into the right tube 3 coils were identified in the cavity. The insert was placed into the left tube 1 coil was identified in the cavity. Discrepancy noted in date of insertion was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s fact sheet; dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included overweight, grand multiparity, cholestasis of pregnancy (cholestasis of pregnancy 3rd and 4th pregnancy), perineal pain and paratubal cyst. Concomitant products included amoxicillin, antibiotics, fluconazole, ibuprofen and phenazopyridine hydrochloride (pyridium). On (B)(4) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia/ heavy bleeding/ abnormal (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti,"). In november 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), genital haemorrhage ("general abnormal bleed"), intermenstrual bleeding ("metrorrhagia"), iron deficiency anaemia ("anemia"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and infection ("infection"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (essure removed). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding and infection had resolved and the dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, genital haemorrhage, intermenstrual bleeding, vaginal haemorrhage, iron deficiency anaemia, vaginal infection, fatigue, weight increased, alopecia, female sexual dysfunction, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, infection, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events dysmenorrhea , pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, general abnormal bleed. Current weight 169lbs. The insert was placed into the right tube 3 coils were identified in the cavity. The insert was placed into the left tube 1 coil was identified in the cavity. Discrepancy noted in date of insertion was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s fact sheet; dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Case became serious incident as removal was done. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.